Manufacturer narrative:
Device code (a code) were updated. The customer did not provide further information for the investigation. As limited information was provided, a specific root cause could not be determined.

Manufacturer narrative:
The field service engineer did an instrument performance check and it was performing within specifications. The customer ran qc and it was acceptable. Investigation is ongoing. H3 other text : na.

Event description:
We received an allegation about discrepant results for 1 patient's sample tested with elecsys estradiol g3 assay on a cobas e411 immunoanalyzer. The customer was conducting a patient's comparison using the same sample. On (B)(6) 2023: initial result: <10 pg/ml. On (B)(6) 2023: rerun result: 847 pg/ml. The questionable results were reported outside the laboratory to the physician. The estradiol g3 reagent lot number was 63006901 with an expiration date of 31-may-2023.